Event description:
Information was received from a healthcare professional regarding a patient receiving morphine (10 mg/ml and 1.003 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2017 it was reported the pump started alarming on (B)(6) 2017. Telemetry confirmed low battery reset occurred and safe state occurred. The pump logs were checked. It was noted that the event logs only showed events from today¿s date; no older events were available/displayed. The patient had symptoms of chills, shaking, and diarrhea which had come on suddenly. The patient had already been scheduled to replace the pump on tuesday for a routine replacement as the pump was nearing eri (elective replacement indicator). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received the device was scheduled to be replaced on (B)(6) 2017. No further patient complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis on (B)(6) 2017. The device interrogation logs returned with the device indicated the pump had been examined on (B)(6) 2017, with the last change occurring on (B)(6) 2017. The pump was in safe state, and a reset had occurred. The device had been programmed to deliver 10 mg/ml of morphine at 0.061 mg/day in minimum rate infusion mode. The elective replacement indicator (eri) was at 4 months. The returned logs indicated multiple "reset occurred", "reset occurred - low battery" messages had occurred on (B)(6) 2017.

Manufacturer narrative:
Analysis of the pump on 2017-dec-11 revealed a low battery reset of an undetermined cause. If information is provided in the future, a supplemental report will be issued.